Event description:
Reportedly, fired the instrument; the tissue was stapled properly, but was not cut at all. Cut the tissue manually and removed the instrument and the anvil. Less than 200 cc of bleeding was confirmed. Opened another instrument, re-anastomosis was performed. Procedure: lar double staple.